Event description:
Details of the complaint is as follows: "nurse realized that the luer connector of the inflation port presented issue. The liquid from the balloon leaks through inflation port." Add'l info received via email dated (B)(4) 2014 states that the device was removed from the pt and continued use of a new flexi-seal resulting in no injury to pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Report states that the product was in use for one (1) day before the issue occurred. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.